Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: upon reviewing received picture, the complaint description cannot be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Te complaint was forwarded to product development for further investigation with the following results: the st (dsem-trm-1015-0537-2) adequately explains the procedure steps to align the c-arm with the distal locking holes. As stated on page 42 of the surgical technique guide, "align the c-arm with the hole in the nail until a perfect circle is visible in the center of the screen" per complaint description, the surgeon intentionally kept the c-arm parallel to the floor, and rotated the nail to reach alignment of the 2 static holes as shown page 42 the st. The st requires to check for proper reduction and alignment of the fragments and leg length. The c-arm must be aligned with the static holes and not the other way around. Therefore, the additional rotation as related in the complaint description is not required per st. Current surgical technique adequately described the surgical steps. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: lockscr ø5 l32 f/nails tan light green (part # 04.005.522, lot # unknown, quantity 1), lockscr ø5 l68 f/nails tan light green (part # 04.005.558, lot # unknown, quantity 2), lockscr ø5 l58 f/nails tan light green (part # 04.005.548, lot # unknown, quantity 1).

Manufacturer narrative:
Additional patient identifier: (B)(4). This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 a patient was initially implanted with expert a2fn nail. Procedure was completed successfully without any delays. Postoperatively, there was valgus malalignment due to internally malrotated trochanteric nail placement in femoral shaft segmental fracture fixation. The surgeon reported that the nail could not provide the correct rotation which resulted in the misalignment. No immediate impact or adverse effect to the patient. But in a long run, the malrotation/angulation may leads to malunion and effect patient¿s walking. Surgeon wants to know how to get better rotation during operation. For distal part lateral side, the surgeon usually looks for static hole and uses that as lateral. But in this case, surgeon is asking whether should it be the oblong hole in the lateral side which could give the correct rotation. Surgeon wants to know how to adjust the nail to ensure it¿s rotationally correctly placed. Surgeon has proved it by showing different x-ray with the view fully visualized oblong hole. The ap alignment is straight. However, in the a2fn surgical technique, the lateral view from x-ray template is showing lateral view as static hole, which will cause people to use that as a true lateral and ended up nail inserted will be too internal rotated. The surgeon claimed that this statement from surgical technique is somehow misleading. Concomitant device reported: lockscr ø5 l34 f/nails tan light green (part # 04.005.524, lot # unknown, quantity 1), unknown proximal screw for 32mm (part # unknown, lot # unknown, quantity 1), unknown proximal screw for 68mm (part # unknown, lot # unknown, quantity 1), unknown distal screw for 58mm (part # unknown, lot # unknown, quantity 1), unknown distal screw for 68mm (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown aiming am. This is report 2 of 2 for complaint (B)(4).